Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The compained device was not provided for investigation in our laboratory. Therefore the defect could not be confirmed.

Manufacturer narrative:
This report has been identified as b.braun (B)(6) ag internal report (B)(4). The affected device has been requested to send it for investigation to bbm complaint processing. A final report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". Customer information: " defect: it stuck when it was in use on the patient. Date / time approximate event = 12/28/2020 at 3pm what is the schedule = total volume 100ml / ml / h 40ml / h time / flow that has been programmed = 40ml / h was there damage to the patient? Not which medicine = nora."